Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and customer complaint the deflectable videoscope had no image and noise appeared on the entire screen was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the event was occurred due to either the breakdown of the image sensor unit, likely caused by stress of repeated usage, external factors, or mishandling of the device. Alternatively, there may have been a defect in components such as the ic chip and capacitor mounted on the electric circuit board. The operation manual describes how to inspect for the suggested events 1 and 2 in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: ((B)(6) hospital); added here due to character limitation in respective field. E1/establishment address: (B)(6). Added here due to character limitation in respective field.

Event description:
It was reported, the deflectable videoscope had an image that stopped for about 1 hour, and noise appeared on the entire screen and could not be seen at all. The issue occurred during use for an unspecified procedure. There were no reports of delay, patient harm, injury, or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.